Event description:
Treatment of aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. After numerous attempts, the pushwire broke and the distal broken segment remained in the patient. No complications were reported with the patient as the result of the event.

Manufacturer narrative:
The pushwire was returned in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).